Manufacturer narrative:
The customer reported that an spo2 value of 68% was displayed on the monitor fifteen minutes after a pt death. The available information does not support that there was any malfunction or health risk. There is no allegation that the device caused or contributed the pt death. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that an spo2 value of 68% was displayed on the monitor fifteen minutes after a pt death.